Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced error during sensor startup. Patient removed sensor and could not see sensor wire. Patient reported difficulty with insertion.